Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that data points were missing from the continuous glucose monitor graph. There was no reported adverse impact to the customer. Reportedly, the customer continued to use the pump for insulin therapy.